Manufacturer narrative:
Additional information received target lesion was heavily calcified stent was non-medtronic a 6f non-medtronic sheath was advanced over the broken portion of the balloon and the guidewire. All were successfully removed intact. Post digital subtraction angiography (dsa) films were obtained post balloon removal and no additional treatment occurred beyond this point and the procedure was complete at this point. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that a chocolate pta balloon catheter was inserted into patient's superficial femoral artery (sfa) to balloon. After balloon was deflated it is reported it got hung up on a stent and the balloon broke off the shaft as it was being removed over the wire. The balloon was successfully retrieved and removed intact.